Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿results of cemented femoral revisions for periprosthetic femoral fractures in the elderly¿ by kristoff corten, md, et al, published by the journal of arthroplasty (2012), vol. 27, no. 2, pp. 220-225, was reviewed for MDR reportability. The purpose of this study was to evaluate a consecutive series of patients with vancouver b2 fractures treated with a fully cemented revision stem, followed by early weight bearing as tolerated, to determine the efficacy of this technique. All participants within this study had to be frail, elderly, and to have a limited life expectancy. Participant demographics: twenty female and 11 male patients with a mean age of 82 years (range, 56-93 years) were treated for a vancouver type b2 fracture between august 1996 and august 2007. Patients were considered suitable candidates for long cemented stem constructs if they were deemed to have a limited life expectancy like in case of an age older than 80 years with a considerable high comorbidity level or if they were expected not to be compliant with non-weight bearing like in case of dementia or psychiatric disorders (n = 4). Implants: the vancouver fractures were treated with a cemented endurance long stem (depuy) or a competitor product. The manufacturer of the cement was unknown. Results: none of the implants had to be revised or showed radiographic signs of loosening at final follow-up. One implant had subsided for approximately 0.5 cm. Three patients were lost to follow-up after 3 months due to death. These patients had extensive comorbidities and had a limited expected life span before the revision surgery. Of 28 remaining patients, 21 (75%) had died at time of review. The remaining patients had improved functional mobility and reduced pain. Eight patients had completely regained their pre-fracture mobility status. The rest needed an additional walking aid, either for short or for longer distances, which was a functional improvement. Complications: 3 deaths within one month of revision due to extensive comorbidities and limited life expectancy. 2 deep infections treated with surgical debridement and retention of the femoral component. The head and liner (unknown product manufacturer) were exchanged. 1 periprosthetic fracture due to a fall 11 weeks after revision surgery. Surgically treated with a locking plate. The manufacturer of the cup, head, and liner were not mentioned within the text of this article. The original tha implants are unknown. The postoperative deaths are not included within this complaint because the requirement for inclusion in this study was to be frail and have a limited life expectancy. The deaths are attributed to each patient¿s limited life expectancy. The head and liner exchanges are not captured because the manufacturer is unknown. The manufacturer of the cement is unknown. Captured in this complaint: endurance long stem."